Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that the patient stated they had the pump replaced on thursday because the original one expired and has been in the hospital ever since. Patient stated they think he was having overdoses and they don't know if it's leaking or just pumping too much medication. Patient said they had done magnetic resonance images (MRI's), computed axial tomography (cat) scans, and x-rays and they had him on some medicine to calm him down, but it doesn't work that well. Agent asked what medication was in the pump and patient said morphine. Patient stated they can't get a hold of their healthcare providers. Patient mentioned he thought it was just the pain in the stomach from the stitches but by friday evening it was beyond repair and they couldn't take the pain anymore. Pt states saturday morning turned self into the hospital. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.